Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter phone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) with serial number (B)(4) was implanted; however, due to scratches on the optic the iol was removed and replaced straight away causing a 20 minute delay. The back-up iol with serial number (B)(4) was implanted instead. This lens also had scratches but remains implanted. No further details were provided. This report is for iol serial number (B)(4). A separate report is being submitted for the back-up lens.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: april 20, 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The evaluation found a mark on the anterior of the lens indicating the push rod position, and a v-shaped crack on the posterior side. A cartridge deformity was also observed, but found within specifications. No assembly issues were identified and no further evaluation was performed. The complaint issue of cosmetic issues was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The reported issue is an anticipated/expected event for dfr00v (tecnis synergy simplicity one-piece intraocular lens (iol)) and does not represent a new risk. Based on the last annual risk management review and ongoing post market surveillance activities, the probability of occurrence for the reported event remains within the rates established in the product risk management files. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.